Manufacturer narrative:
B7: added medical history. H6: updated result code. Conclusion code remains unchanged. Concomitant medical products: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 2009 were not provided. (B)(6) 2009: (B)(6), md. Operative report. Pre/postop diagnosis: ventral hernia. Operation: repair of supraumbilical ventral hernia. Indication: bulge superior to umbilicus. Findings: ¿had a 2 x 2 cm defect in the fascia superior to the umbilicus. A pants-over-vest repair was performed.¿ description of procedure: ¿brought to the operating room and placed on the operating table in the supine position. After the induction of general endotracheal anesthesia, the abdomen was prepped and draped. A linear supraumbilical incision was made and carried down into the deep subcutaneous tissue. The hernia was noted. The hernia sac was pushed back into the abdomen by means of a sponge stick and the fascial edges were freshened up circumferentially. The fascial defect was closed with three 0 vicryl pants-over-vest sutures. This provided an excellent closure. The wound was then irrigated with saline. Careful hemostasis was achieved by bovie cauterization. The deep dermal layer was closed with interrupted vicryl and the skin was closed with a running subcuticular, dermabond, and steri-strips.¿ [missing records: records for the CT scan showing ¿epigastric hernia¿ were not provided.] Records between (B)(6) 2009 and (B)(6) 2013 were not provided. (B)(6) 2013: (B)(6) . Surgery note. Cc: recurrent epigastric hernia s/p primary repair in 2009. Has discomfort with bulge without obstructive symptoms. Presents to have hernia repaired laparoscopically with mesh. Exam: abdomen; obese, soft, nondistended, epigastric bulge ~5 cm in size, no fascial defect palpated. A/p: consent for laparoscopic epigastric hernia repair with mesh, patient understands risks and benefits of procedure and wishes to proceed. Surgical site marked. Plan for or this am. (B)(6) 2013: (B)(6) . Preoperative note. Dx: recurrent epigastric hernia. Plan: laparoscopic, possible open epigastric hernia repair. Fairly healthy except for obesity. (B)(6) 2013: (B)(6) ,md. Anesthesiology preop note. Preop dx: recurrent ventral hernia. Weight: 279.7 lb (B)(6) 2013). Asa: 2; mild systemic disease. [ (B)(6) 2013: (B)(6) , md. Operative report. Pre/postop diagnosis: ventral hernia. Procedure: laparoscopic ventral hernia repair. Indications: previously undergone repair of an umbilical hernia. Presented to clinic with epigastric bulge. CT scan demonstrated epigastric hernia, brought to operating room for laparoscopic ventral hernia repair. Description of procedure: ¿brought to the operating room, and a preoperative briefing was performed. She was transferred to the operating room table in supine position. General endotracheal anesthesia was induced. She had sequential compression devices on bilateral lower extremities at the time of induction. She received 2 grams of IV ancef at the time of induction. The abdomen was prepped and draped in the usual sterile fashion. A surgical timeout was performed. We gained access to the abdomen using a modified veress needle technique. A 2-cm incision was made in the left upper quadrant. We bluntly dissected down through the subcutaneous tissues to identify the fascia which was elevated with kocher clamps. The veress needle was passed through the anterior and posterior fascia and the peritoneum with palpable clicks. The abdomen was insufflated with co2. The opening pressures were 7 mmhg with good flow. The abdomen distended uniformly. After the abdomen had been distended with co2 to a pressure of 15 mmhg, a 10-mm trocar was placed in the left upper quadrant. We then performed diagnostic laparoscopy. We identified the previous hernia repair at the umbilicus with a small recurrent hernia. There was a second hernia in the epigastric position with omentum herniated into an approximately 5-cm fascial defect. We proceeded to place two 5-mm ports in the left lower quadrant under direct visualization. We then reduced the omentum up in the hernia with a combination of blunt dissection and judicious use of electrocautery and sharp dissection. The hernia sac was carefully incised to allow the hernia to be completely reduced. There was no bowel or visceral contents in the hernia. After the omentum was reduced down, it was carefully explored and examined. There was no bleeding, and it all appeared viable. We then turned our attention the to hernia defect. Using a 22-gauge spinal needle, we defined the boundaries of the hernia. The total area of hernia defect encompassing both the epigastric defect and the previous umbilical defect was 14 cm x 8 cm. We therefore selected a piece of mesh which was 24 x 18 cm. The implant was gore dualmesh plus, catalog #1dlmcp06, batch code 10074370. This was brought to the field. Four sutures were placed at the midpoint of each side. The sutures were 0 gore-tex®. The mesh was then rolled like a cigar and packed into the abdomen through the 10 port. We then proceeded to take down the falciform ligament using a combination of blunt dissection and electrocautery. The peritoneum was scored at the caudal end of the falciform, and the falciform dissected off the anterior abdominal wall. The peritoneum was then scored using electrocautery cranially, and the falciform mobilized off the anterior abdomen wall. The mesh was then unrolled in the abdomen, and held up against the anterior abdominal wall to define its ultimate position. This allowed us to determine the ideal position of the most cranial suture. Of note, the mesh was placed at the long axis and the craniocaudal axis and the short axis, left and right. We also ensured that the coated side of the mesh was going to be opposed to the anterior abdominal wall, and that the coated side of the mesh was going to be opposed to the viscera. Using a gore suture passer, the cranial-most suture was brought out through the anterior abdominal wall. We pulled the mesh up, pulled the stitch up tight, and then pulled the mesh taut in the abdomen to determine the position of the most caudal suture. This was then brought out through a separate stab incision with the gore suture passer. With the craniocaudal axis determined, we then measured the position of the right lateral suture with the cranial and caudal sutures pulled up taut. The suture was brought out through the anterior abdominal wall through a separate stab incision using the gore suture passer. We then determined the pros of the left-hand suture with the other 3 sutures pulled up taut, and this was brought out through the anterior abdominal wall with separate stab incisions using the gore suture passer. When all 4 sutures were pulled up taut, the mesh was well positioned with the center of the mesh over the center of the defect. Both defects were covered with at least 5 cm overlap in all directions. The sutures were tied in place. We then proceeded to tack the mesh in place using a protack and tacks were placed around the circumference of the mesh at 1-cm intervals. Unfortunately, we were unable to tack the left side of the mesh from our left lower quadrant ports. Therefore, two 5 ports were placed on the right side of the abdomen; one in the right lower quadrant and one in the right upper quadrant. These were placed under direct vision, and using these ports, we were able to completely tack the mesh in place. A ring of tacks were placed again at 1-cm intervals around the periphery of the mesh. A second ring of tacks was placed outside of the hernia defect but inside of the outer ring of tacks. These were placed at a larger interval, about 3 cm. At the conclusion of the procedure, the mesh was well apposed to the abdominal wall and taut without being tight. We proceeded to carefully examine the omentum that was in the hernia sac. There was excellent hemostasis at the conclusion of the procedure. The remaining 5 ports were removed under direct vision. The 10 port was removed under direct vision using a 5 camera through one of the accessory ports. The abdomen was de-sufflated. The fascial incision from the 10 port in the left upper quadrant was closed with a single figure-of eight of 0 vicryl suture. This was done in an open fashion under direct vision. The skin was closed with a running suture of 4-0 monocryl. Benzoin and steri-strips were used to reinforce this closure. Sterile dressings were applied. The patient was awoken from general anesthesia.¿ specimens: none. Sponge/instrument count: ¿at the conclusion of the case, the sponge and instrument count was correct.¿ packs/drains/catheters: ¿there were no packs, drains, or catheters. Complications: none. Implants: gore dualmesh plus, 18 x 24, catalog #1dlmcp06, batch code 10074370. Condition at discharge. Stable.¿ ¿at the conclusion of the case, the patient was transferred to the post-anesthesia care unit in good condition.¿ (B)(6) 2013: (B)(6) medical center. Intraoperative nurse report. Implant record. Item: mesh-marlex/prolene [presumed gore mesh as other identifying information indicates]. Sterility expiration date: (B)(6) 2015. Vendor: gore. Model: dualmesh plus 1dlmcp06. Lot number: 10074370. Size: 18.0cm x 24.0cm x 1mm. Quantity: 1. The records confirm a gore® dualmesh® plus (1dlmcp06/10074370) was implanted during the procedure. (B)(6) 2013: (B)(6) . Progress note. Dx: ventral hernia. Surgery: lap vhr with mesh, pod #0. Interval hx: had episode of n/v post-op, better now. Exam: abdomen; s/nd/approp. Ttp. A/r: gastrointestinal; fld [full liquid diet], advance per surg 1. Start sq heparin in am. Oobtc [out of bed to chair] and ambulate in am (B)(6) 2013: (B)(6). Nutrition assessment. Pmh: eating disorder, impaired fasting glycaemia. Wt: 310.63 lb ((B)(6) 2013. Bmi: 46.0. Weight hx/significant changes: 276.5 lbs. On (B)(6) 2013; 279.7 lbs. On (B)(6) 2013; 305.8 lbs. On (B)(6) 2013 @0600; 310.6 lbs. On (B)(6) 2013 @20:56:58. Nutrition focused physical findings: obese aaf. (B)(6) 2013: (B)(6). Discharge summary. Diagnosis: epigastric hernia. Hospital course: underwent ventral hernia repair, laparoscopic with mesh, with no major issues. On postoperative day #1 she was advance to a clear liquid diet and then advanced further to a regular diet, which she tolerated without issues. Able to ambulate. Pain controlled with intravenous pain medication, swithed [sic] to oral pain medication on pod #1. Sent home in stable condition to follow up in surgery clinic in approximately 3 weeks. Discharge activity: should not lift greater than 10 pounds until seen in the follow-up visit. Otherwise, activities as tolerated. Ambulation encouraged. (B)(6) 2013: (B)(6) . Prosthetics request. Measured, fitted and instructed in all safe use on abdominal binder. Dx: hernia. Wt 311 lb. Waist circumference: 52 1/2¿. Issued size x-large; demonstrates understanding. (B)(6) 2014: (B)(6) md. Emergency room visit. Hpi: urinary frequency and pain. Exam: general obese, abd soft. Dx: uti, hernia repair, back pain. Plan: dc home. F/u pcp. (B)(6) 2014: (B)(6) md. Radiology-CT abdomen/pelvis w/o contrast. Indication: abd. Pain. Impression: large loculated fluid collection immediately posterior to the ventral hernia surgical repair mesh, new since (B)(6) 2013. Likely a seroma, though superimposed infection not excluded. Moderate diverticulosis of sigmoid and distal descending colon, without acute diverticulitis. Several small bowel diverticula. (B)(6) 2014: (B)(6) , md. Surgery note. Visited ER (B)(6) 2014; found to have uti. Had CT a/p; found large seroma adjacent to mesh (dualmesh, placed (B)(6) 2013). Given no fevers, normal wbc, and no radiologic evidence of an infection, would not recommend draining the post-operative seroma. Dualmesh quite frequently produces seromas such as these, and placing a drain or even percutaneous aspiration has risk of infecting mesh. Seeing in clinic next month. (B)(6) 2015: (B)(6) md. Surgery note. Cc: abdominal pain. Hpi: s/p lap ventral hernia repair. States since then has been having sharp, shotting [sic] pain in right side that is ¿crippling¿ to her life. No alteration in pain with food or bowel habits; able to tolerate orally, having normal bowel movements. States is depressed all the time, feels like she¿s going to die. Weight: 282 lb. Bmi: 41.7. Exam: abd; soft, tenderness in ruq at port site. No tenderness of left side. Incisions well healed. A/p: large postop seroma. Quite depressed; states pain and other things in life almost crippling [sic]. Pain she describes appears neuropathic. Does have large seroma, but on left side; pain mostly on right side. Does not have recurrence of hernia. No concern for infection; would not recommend drainage of seroma at present since attempted aspiration could result in mesh getting infected. Being seen by a psychiatrist; has major depression. Would benefit from pain clinic consult. (B)(6) 2015: (B)(6) , md. Consultation-pain. Hpi: s/p ventral hernia repair with large post-operative seroma. Reports significant pain, which began at site of ventral hernia repair at time of procedure. Pain started from pain over ventral hernia site right abd (B)(6) 2013. She¿s not sure how it got to the left side. Surgery site feels like it pulls. Alleviating factors: medications. Impression: morbidly obese female w/ptsd and chronic pain. Had chronic low back pain prior to ventral hernia repair, but pain may have changed in quality since then, as she reports back pain associated with ventral hernia repair no known to have fluid collection near the mash [sic]. Despite her association between the two, I cannot reproduce her back pain with palpation over the hernia repair site or find and objective association between the two on exam today. Right quadrant abdominal pain with post-op seroma. Plan: refer to pt, weight loss recommended. (B)(6) 2015. (B)(6) md. Consultation-physical therapy. Ndication: eval/treat chronic pain r>l back/hip/flank, myofascial pain. Cc: hernia repair (B)(6) 2013, site is painful and pulls; relieved by medications, abdominal binder (states it need replacing). Other complaints/conditions: states has fluid on her stomach. Equipment issued: abdominal binder replacement, bariatric cane. (B)(6) 2015: (B)(6) , md. Operative report. Preop diagnosis: infected hernia mesh. Postop diagnosis: infected hernia mesh, as well as recurrent hernia. Operation: removal of infected mesh. Repair of colotomy. Hernia repair with biologic mesh. Indication: ¿infection of the prosthetic mesh. Not improved, although she had a drain in place. The risks and benefits of operative intervention, including bleeding, infection, and bowel injury were all discussed with the patient. She understood the risks and benefits and consented to the procedure.¿ operative findings: ¿dense adhesions to the mesh.¿ description of procedure: ¿brought to operating room. The drain was prepped in placed and the abdomen was prepped and draped in normal sterile fashion. Antibiotics given for antibiotic prophylaxis prior to skin incision. Also had scds on for deep venous thrombosis prophylaxis. We added vancomycin to her prophylaxis as she likely had a risk of methicillin-resistant staphylococcus aureus. After the abdomen was prepped and draped, a midline incision was made over her old umbilical incision site. It was dissected through the skin and soft tissue until the mesh was incorporated. At this point, we followed this down to the line where the vir drain was placed. Given we had found this area and localized it, we cut the drain and removed it. We made the incision over the entire length of the mesh. We slowly, but surely dissected out the mesh anteriorly from the pre-peritoneum. It was well adherent anteriorly to the pre-peritoneum and the rectus fascia. However, we were able to take it down significantly and lift the fascia up all the way around. We then got around the edges of the mesh and slowly dissected it from the bowel. There was a dense, inflammatory tissue with large amounts of pus from the bowel to the old mesh site. Eventually with slow and tedious dissection, we were able to get the mesh completely removed off the bowel, although there was a large inflammatory rind in the area. There was a small colon injury made while we were doing all of this dissection. Given the dense adhesions and the complexity of the case, this colotomy was unavoidable and was a result of the patient¿s disease. We were then able to get this rind and free it from the bowel, as well. The mesh was sent off as a specimen. The rind was also removed, which was likely a portion of old omentum. We continued and did a lysis of adhesions in this area, and there were no other bowel issues noted. We went back and repaired the colon in two layers, first with vicryl sutures and then with silks in two layers. We then worked to find a place for the mesh. We had to dissect out the anterior skin flaps and to do this, we took the fascia on each side and used cautery to free the skin flaps over top so we could have a good area to close. As we encountered the mesh the first time, we noticed there was some pre-peritoneal fat that herniated laterally and up and above, and actually was above the mesh during our dissection. The omentum had been returned. This, however, was the area of hernia that still needed to be repaired. Otherwise the midline fascia could come back together. Thus, we took a 16 x 10 strattice mesh. We brought it into the field. It was secured circumferentially 5 cm back from the wound on all sides using interrupted pds sutures. At some points, we used the suture passer to place it through the skin and at other points we placed it through the fascia. At any rate, we were able to completely have it over the entire fascial defect. The fascia came together over the top without undue tension. We closed the fascia with interrupted vicryl sutures. We made sure that we incorporated little bites [sic] of the mesh to ensure that it would decrease the fluid space between these two areas. A drain was then placed in the subcutaneous tissues. It was secured with a nylon suture. The skin was closed with a running vicryl suture. The skin was closed with staples. A sterile dressing was applied.¿ specimens removed: ¿mesh and rind.¿ ¿needle and sponge count correct at the end of the case.¿ ¿tolerated procedure well, was extubated and taken to the recovery room in stable condition.¿ ¿I was present for the entire procedure.¿ there is no information detailing the etiology of the infection. [Missing records: a pathology report detailing analysis of the ¿mesh and rind¿ removed during (B)(6) 2015 procedure was not provided.] [Missing records: records between (B)(6) 2015 and (B)(6) 2018 were not provided.] (B)(6) 2018: (B)(6) , md. Operative report. Pre/postop diagnosis: ventral hernia. Procedure: ventral hernia repair with mesh. Findings: ¿multiple small hernias throughout the incision.¿ specimen: none. Indications: ¿previously had an infected mesh. This was removed and a biologic mesh was placed. Unfortunately, over time the patient had recurrent hernia. She had lost weight in preparation for a new hernia repair. Risks, benefits of options intervention including bleeding, infection, recurrence were all discussed with the patient. She understood the risks and benefits and consented to the procedure.¿ procedure: ¿brought to the operating room. After adequate general anesthesia was obtained, the abdomen was prepped and draped in a normal sterile fashion. A midline incision made with a knife and carried through skin and soft tissue using electrocautery. We came down to the hernia sac. We carefully dissected around it. Eventually we opened the hernia sac along its length. This enabled us to see the abdomen. The small bowel in this area was not adherent at all. We opened the hernia sac until we got to the fascia. Material on both the top and the bottom portion of the incision. Here, we carefully with combination of sharp dissection and electrocautery moved the bowel from the anterior abdominal wall. We opened the other material until we got to good fascia on the bottom part and did a similar dissection on the top part. After we finished there, we completely removed the bowel from the abdominal wall from the inside. As we were opening this up, we noticed that there were multiple small swiss cheese type defects throughout the midline and again opened all those up and had all of the hernia material removed and dissected out. Eventually, we left with about a 15 cm in length defect and the bowel was all off the abdominal wall. We attempted on the right side where the peritoneum did not look as well to do a retro-rectus opening and proceeded to dissect retro-rectus. However, given there were 2 previous mesh placements, this space was rather ratty and I decided that I would have to place an intra-abdominal mesh not a retro-rectus mesh. A bard ventralight mesh 20 x 25 cm was brought into the field. It was cut to the appropriate size, removing a little bit from the top and the bottom. It was then secured into place using interrupted pds sutures. We did create skin flaps laterally on both sides so that we could place the mesh. In addition, the hernia sac was removed from the subcutaneous skin space. We placed the mesh so that it was at least a 5 cm back on both sides and placed it far enough back so that when brought back together the fascia would close in the middle without tension. Once we secured the mesh in place all around, it was in good position without any real overlap. The fascia was then closed in the middle with a running pds suture. At a couple of points we snagged the mesh with a stitch so as to eliminate dead space between the mesh and the fascia. The wound was irrigated all layers. Two drains were placed. Separate stab incisions in the subcu space. Skin was closed with vicryl sutures and then staples at the top. Needle and sponge count correct at the end of the case. I was present for the entire procedure. The patient tolerated procedure well, was extubated and taken to recovery room in stable condition. (B)(6) 2018. (B)(6) , md. Discharge summary. Hpi: presents for ventral hernia repair with mesh. Discharge diagnosis: ventral hernia without obstruction or gangrene. Hospital course: once taking a po diet, po oxycodone was started. On (B)(6) 2021 had a bm; diet advanced. Prior to discharge drain teaching was performed; 2 jps. Exam: weight: 119.7 kg (264 lb). Gi: abdomen; soft, nontender, nondistended. Discharge activity: do not lift greater than 10 pounds for 4 weeks. Instructions: wear binder at all times. Call for follow up appointment in 2 weeks for staple removal. Empty drains daily and log output. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2009 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial device. ¿ records from (B)(6), 2009 through (B)(6), 2013 were not provided. Patient information: medical history: ¿ supraumbilical ventral hernia; 2x2 cm defect ¿ obesity (B)(6) 2013: 276.5 lbs., bmi 40.9 (B)(6) 2013: 279 lbs., bmi 41.3 (B)(6) 2013: 310.6 lbs., bmi 46.0 (B)(6) 2013: 311 lbs., bmi 46.0 (B)(6) 2015: 282 lbs., bmi 41.7 (B)(6) 2018: 258 lbs., bmi 38.1 (B)(6) 2018: 252 lbs., bmi 38.3 (B)(6) 2018: 264 lbs., bmi 39.0 ¿ eating disorder ¿ post-traumatic stress disorder [ptsd] surgical procedures: (B)(6) 2009: repair of supraumbilical ventral hernia (B)(6) 2013: laparoscopic ventral hernia repair. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2015: removal of infected mesh. Repair of colotomy. Hernia repair with biologic mesh relevant medical information: ¿ inpatient hospitalization [hospitalization dates unknown] (B)(6) 2009: repair of supraumbilical ventral hernia. ¿a linear supraumbilical incision was made and carried down into the deep subcutaneous tissue. The hernia was noted. The hernia sac was pushed back into the abdomen by means of a sponge stick and the fascial edges were freshened up circumferentially. The fascial defect was closed with three 0 vicryl pants-over-vest sutures. This provided an excellent closure.¿ findings: ¿had a 2 x 2 cm defect in the fascia superior to the umbilicus. A pants-over-vest repair was performed.¿ implant preoperative complaints: ¿ (B)(6) 2013: ¿abdomen; obese, soft, nondistended, epigastric bulge ~5 cm in size, no fascial defect palpated.¿ ¿ (B)(6) 2013: operative indications. ¿previously undergone repair of an umbilical hernia. Presented to clinic with epigastric bulge. CT scan demonstrated epigastric hernia, brought to operating room for laparoscopic ventral hernia repair.¿ implant procedure: laparoscopic ventral hernia repair. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/10074370, 18 cm x 24 cm x 1mm thick] implant date: (B)(6), 2013 [(B)(6), 2013] ¿ description of hernia being treated: ¿the abdomen was prepped and draped in the usual sterile fashion. A surgical timeout was performed. We gained access to the abdomen using a modified veress needle technique. A 2-cm incision was made in the left upper quadrant. We bluntly dissected down through the subcutaneous tissues to identify the fascia which was elevated with kocher clamps. The veress needle was passed through the anterior and posterior fascia and the peritoneum with palpable clicks. The abdomen was insufflated with co2. The opening pressures were 7 mmhg with good flow. The abdomen distended uniformly. After the abdomen had been distended with co2 to a pressure of 15 mmhg, a 10-mm trocar was placed in the left upper quadrant. We then performed diagnostic laparoscopy. We identified the previous hernia repair at the umbilicus with a small recurrent hernia. There was a second hernia in the epigastric position with omentum herniated into an approximately 5-cm fascial defect. We proceeded to place two 5-mm ports in the left lower quadrant under direct visualization. We then reduced the omentum up in the hernia with a combination of blunt dissection and judicious use of electrocautery and sharp dissection. The hernia sac was carefully incised to allow the hernia to be completely reduced. There was no bowel or visceral contents in the hernia. After the omentum was reduced down, it was carefully explored and examined. There was no bleeding, and it all appeared viable. We then turned our attention to the hernia defect. Using a 22-gauge spinal needle, we defined the boundaries of the hernia. The total area of hernia defect encompassing both the epigastric defect and the previous umbilical defect was 14 cm x 8 cm.¿ ¿ implant size and fixation: ¿we therefore selected a piece of mesh which was 24 x 18 cm. The implant was gore dualmesh plus, catalog #1dlmcp06, batch code 10074370. This was brought to the field. Four sutures were placed at the midpoint of each side. The sutures were 0 gore-tex®. The mesh was then rolled like a cigar and packed into the abdomen through the 10 port. We then proceeded to take down the falciform ligament using a combination of blunt dissection and electrocautery. The peritoneum was scored at the caudal end of the falciform, and the falciform dissected off the anterior abdominal wall. The peritoneum was then scored using electrocautery cranially, and the falciform mobilized off the anterior abdomen wall. The mesh was then unrolled in the abdomen, and held up against the anterior abdominal wall to define its ultimate position. This allowed us to determine the ideal position of the most cranial suture. Of note, the mesh was placed at the long axis and the craniocaudal axis and the short axis, left and right. We also ensured that the coated side of the mesh was going to be opposed to the anterior abdominal wall, and that the coated side of the mesh was going to be opposed to the viscera. Using a gore suture passer, the cranial-most suture was brought out through the anterior abdominal wall. We pulled the mesh up, pulled the stitch up tight, and then pulled the mesh taut in the abdomen to determine the position of the most caudal suture. This was then brought out through a separate stab incision with the gore suture passer. With the craniocaudal axis determined, we then measured the position of the right lateral suture with the cranial and caudal sutures pulled up taut. The suture was brought out through the anterior abdominal wall through a separate stab incision using the gore suture passer. We then determined the pros of the left-hand suture with the other 3 sutures pulled up taut, and this was brought out through the anterior abdominal wall with separate stab incisions using the gore suture passer. When all 4 sutures were pulled up taut, the mesh was well positioned with the center of the mesh over the center of the defect. Both defects were covered with at least 5 cm overlap in all directions. The sutures were tied in place. We then proceeded to tack the mesh in place using a protack and tacks were placed around the circumference of the mesh at 1-cm intervals. Unfortunately, we were unable to tack the left side of the mesh from our left lower quadrant ports. Therefore, two 5 ports were placed on the right side of the abdomen; one in the right lower quadrant and one in the right upper quadrant. These were placed under direct vision, and using these ports, we were able to completely tack the mesh in place. A ring of tacks were [sic] placed again at 1-cm intervals around the periphery of the mesh. A second ring of tacks was placed outside of the hernia defect but inside of the outer ring of tacks. These were placed at a larger interval, about 3 cm. At the conclusion of the procedure, the mesh was well apposed [sic] to the abdominal wall and taut without being tight. We proceeded to carefully examine the omentum that was in the hernia sac. There was excellent hemostasis at the conclusion of the procedure. The remaining 5 ports were removed under direct vision. The 10 port was removed under direct vision using a 5 camera through one of the accessory ports. The abdomen was de-sufflated. The fascial incision from the 10 port in the left upper quadrant was closed with a single figure-of eight of 0 vicryl suture. This was done in an open fashion under direct vision. The skin was closed with a running suture of 4-0 monocryl. Benzoin and steri-strips were used to reinforce this closure. Sterile dressings were applied.¿ ¿ post-operative period: [2 days] (B)(6) 2013: ¿had episode of n/v [nausea/vomiting] post-op, better now. Exam: abdomen; s/nd/approp. Ttp [soft/non-distended/appropriately tender to palpation].¿ ¿gastrointestinal; fld [full liquid diet], advance per surg 1.¿ (B)(6) 2013: discharge summary: ¿underwent ventral hernia repair, laparoscopic with mesh, with no major issues. On postoperative day #1 she was advance to a clear liquid diet and then advanced further to a regular diet, which she tolerated without issues. Able to ambulate. Pain controlled with intravenous pain medication, swithed [sic] to oral pain medication on pod #1. Sent home in stable condition to follow up in surgery clinic in approximately 3 weeks.¿ relevant medical information: ¿ (B)(6) 2013: ¿measured, fitted and instructed in all safe use on abdominal binder.¿ ¿wt [weight] 311 lb. Waist circumference: 52 1/2¿. Issued size x-large; demonstrates understanding.¿ ¿ (B)(6) 2014: CT abdomen/pelvis: ¿large loculated fluid collection immediately posterior to the ventral hernia surgical repair mesh, new since (B)(6) 2013. Likely a seroma, though superimposed infection not excluded. Moderate diverticulosis of sigmoid and distal descending colon, without acute diverticulitis. Several small bowel diverticula.¿ ¿ (B)(6) 2014: ¿visited ER (B)(6) 2014; found to have uti [urinary tract infection]. Had CT a/p [CT abdomen/pelvis]; found large seroma adjacent to mesh (dualmesh, placed (B)(6) 2013). Given no fevers, normal wbc [white blood cell], and no radiologic evidence of an infection, would not recommend draining the post-operative seroma. Dualmesh quite frequently produces seromas such as these, and placing a drain or even percutaneous aspiration has risk of infecting mesh. Seeing in clinic next month.¿ ¿ (B)(6) 2015: ¿s/p [status post] lap [laparoscopic] ventral hernia repair. States since then has been having sharp, shooting [sic] pain in right side that is ¿crippling¿ to her life. No alteration in pain with food or bowel habits; able to tolerate orally, having normal bowel movements. States is depressed all the time, feels like she¿s going to die.¿ ¿abd [abdomen]; soft, tenderness in ruq [right upper quadrant] at port site. No tenderness of left side. Incisions well healed.¿ ¿large postop seroma. Quite depressed; states pain and other things in life almost crippling [sic]. Pain she describes appears neuropathic. Does have large seroma, but on left side; pain mostly on right side. Does not have recurrence of hernia. No concern for infection; would not recommend drainage of seroma at present since attempted aspiration could result in mesh getting infected.¿ ¿ (B)(6) 2015: ¿s/p ventral hernia repair with large post-operative seroma. Reports significant pain, which began at site of ventral hernia repair at time of procedure. Pain started from pain over ventral hernia site right abd (B)(6). She¿s not sure how it got to the left side. Surgery site feels like it pulls.¿ ¿morbidly obese female w/ptsd and chronic pain. Had chronic low back pain prior to ventral hernia repair, but pain may have changed in quality since then, as she reports back pain associated with ventral hernia repair now known to have fluid collection near the mash [sic]. Despite her association between the two, I cannot reproduce her back pain with palpation over the hernia repair site or find and objective association between the two on exam today. Right quadrant abdominal pain with post-op seroma.¿ ¿ (B)(6) 2015: ¿hernia repair (B)(6) 2013, site is painful and pulls; relieved by medications, abdominal binder (states it need replacing).¿ ¿states has fluid on her stomach.¿ explant preoperative complaints: ¿ (B)(6) 2015: CT abdomen/pelvis: ¿impression: 14.4 x 9.2 cm fluid collection interposed w/ in the slips of the ventral hernia mesh repair w/ out extension into the peritoneum, likely represents postoperative hematoma or seroma.¿ ¿ (B)(6) 2015: percutaneous abscess drainage ¿history. Abdominal pain worsened in past several months. Request for percutaneous drainage of the fluid collection.¿ ¿findings: large anterior abdominal wall fluid collection w/ out evidence of fistulization. Fluid appeared serosanguinous, consistent w/ chronic hematoma and had a dark brown opaque character to it. 10 cc drained. Schedule appointment in 1 week for drainage catheter evaluation.¿ microbiology culture: ¿no growth¿ ¿ (B)(6) 2015: ¿catheter draining dark brown fluid. Images from the catheter exchange show the catheter tip centered in the mid abdominal fluid collection surrounded by ventral hernia repair mesh.¿ ¿ (B)(6) 2015: ¿pt [patient] reports 100-150 ml output. Findings: catheter draining green fluid w/ solid white component. Plan: prescribed 10-day course of ciprofloxacin...¿ ¿ (B)(6) 2015: ¿pa reports 20-100 ml output per day. Output cloudy. Findings: images from catheter check demonstrate little interval change in size of cavity surrounding ventral hernia mesh. Catheter draining cloudy serous fluid... Pt prescribed 10-day course of ciprofloxacin.¿ ¿ (B)(6) 2015: microbiology, abdominal fluid: ¿abundant polymorphonuclear leukocytes seen. Abundant gram-positive cocci. Moderate gram-positive bacilli.¿ ¿ (B)(6) 2015: ¿catheter drainage purulent fluid.¿ ¿stable collection anterior ventral hernia abscess.¿ ¿ (B)(6) 2015: ¿infection of the prosthetic mesh. Not improved, although she had a drain in place.¿ explant procedure: removal of infected mesh. Repair of colotomy. Hernia repair with biologic mesh. Explant date: (B)(6), 2015 [hospitalization (B)(6), 2015] ¿ ¿after the abdomen was prepped and draped, a midline incision was made over her old umbilical incision site. It was dissected through the skin and soft tissue until the mesh was incorporated. At this point, we followed this down to the line where the vir drain was placed. Given we had found this area and localized it, we cut the drain and removed it. We made the incision over the entire length of the mesh. We slowly, but surely dissected out the mesh anteriorly from the pre-peritoneum. It was well adherent anteriorly to the pre-peritoneum and the rectus fascia. However, we were able to take it down significantly and lift the fascia up all the way around. We then got around the edges of the mesh and slowly dissected it from the bowel. There was a dense, inflammatory tissue with large amounts of pus from the bowel to the old mesh site. Eventually with slow and tedious dissection, we were able to get the mesh completely removed off the bowel, although there was a large inflammatory rind in the area. There was a small colon injury made while we were doing all of this dissection. Given the dense adhesions and the complexity of the case, this colotomy was unavoidable and was a result of the patient¿s disease. We were then able to get this rind and free it from the bowel, as well. The mesh was sent off as a specimen. The rind was also removed, which was likely a portion of old omentum. We continued and did a lysis of adhesions in this area, and there were no other bowel issues noted. We went back and repaired the colon in two layers, first with vicryl sutures and then with silks in two layers. We then worked to find a place for the mesh. We had to dissect out the anterior skin flaps and to do this, we took the fascia on each side and used cautery to free the skin flaps over top so we could have a good area to close. As we encountered the mesh the first time, we noticed there was some pre-peritoneal fat that herniated laterally and up and above, and actually was above the mesh during our dissection. The omentum had been returned. This, however, was the area of hernia that still needed to be repaired. Otherwise, the midline fascia could come back together. Thus, we took a 16 x 10 strattice mesh. We brought it into the field. It was secured circumferentially 5 cm back from the wound on all sides using interrupted pds sutures. At some points, we used the suture passer to place it through the skin and at other points we placed it through the fascia. At any rate, we were able to completely have it over the entire fascial defect. The fascia came together over the top without undue tension. We closed the fascia with interrupted vicryl sutures. We made sure that we incorporated little bites [sic] of the mesh to ensure that it would decrease the fluid space between these two areas. A drain was then placed in the subcutaneous tissues. It was secured with a nylon suture. The skin was closed with a running vicryl suture. The skin was closed with staples.¿ (B)(6) 2015: pathology: ¿fibrous tissue with foreign material and foreign-body giant cell reaction.¿ ¿the specimen is received in a single formalin-filled container labeled [patient¿s name] and "mesh and inflammatory rind." It consists of an 11.5 x 6.9 x 4.8 cm aggregate of multiple tan-white, focally hemorrhagic irregular/ragged fragments of soft tissue with focal areas of attached, yellow, lobulated adipose tissue. Sectioning reveals a white-tan, fibrotic cut surface. Also received in the same container is a 19.5 x 10.1 x 0.2 cm white-tan, striated fragment of synthetic material with circular metallic fragments up to 0.3 x 0.3 cm around the edge.¿ (B)(6) 2015: discharge summary: ¿excision of infected mesh and vhr [ventral hernia repair] w/ biological mesh. D/c [discharge] home w/ jp [jackson-pratt] drain in place and return to clinic in 1 week.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® plus biomaterial instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10074370. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿clinical code. H6: updated investigation finding. H6: updated investigation conclusion. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6), 2009 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial device. ¿ records from (B)(6), 2009 through (B)(6), 2013 were not provided. Patient information: medical history: ¿ supraumbilical ventral hernia; 2x2 cm defect ¿ obesity ? (B)(6) 2013: 276.5 lbs., bmi 40.9 ? (B)(6) 2013: 279 lbs., bmi 41.3 ? (B)(6) 2013: 310.6 lbs., bmi 46.0 ? (B)(6) 2013: 311 lbs., bmi 46.0 ? (B)(6) 2015: 282 lbs., bmi 41.7 ? (B)(6) 2018: 258 lbs., bmi 38.1 ? (B)(6) 2018: 252 lbs., bmi 38.3 ? (B)(6) 2018: 264 lbs., bmi 39.0 ¿ eating disorder ¿ post-traumatic stress disorder [ptsd] surgical procedures: ? (B)(6) 2009: repair of supraumbilical ventral hernia ? (B)(6) 2013: laparoscopic ventral hernia repair. Implant: gore® dualmesh® plus biomaterial. ? (B)(6) 2015: removal of infected mesh. Repair of colotomy. Hernia repair with biologic mesh relevant medical information: ¿ inpatient hospitalization [hospitalization dates unknown] ? (B)(6) 2009: repair of supraumbilical ventral hernia. ¿a linear supraumbilical incision was made and carried down into the deep subcutaneous tissue. The hernia was noted. The hernia sac was pushed back into the abdomen by means of a sponge stick and the fascial edges were freshened up circumferentially. The fascial defect was closed with three 0 vicryl pants-over-vest sutures. This provided an excellent closure.¿ ? Findings: ¿had a 2 x 2 cm defect in the fascia superior to the umbilicus. A pants-over-vest repair was performed.¿ implant preoperative complaints: ¿ (B)(6) 2013: ¿abdomen; obese, soft, nondistended, epigastric bulge ~5 cm in size, no fascial defect palpated.¿ ¿ (B)(6) 2013: operative indications. ¿previously undergone repair of an umbilical hernia. Presented to clinic with epigastric bulge. CT scan demonstrated epigastric hernia, brought to operating room for laparoscopic ventral hernia repair.¿ implant procedure: laparoscopic ventral hernia repair. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp06/10074370, 18 cm x 24 cm x 1mm thick] implant date: (B)(6), 2013 [(B)(6), 2013] ¿ description of hernia being treated: ¿the abdomen was prepped and draped in the usual sterile fashion. A surgical timeout was performed. We gained access to the abdomen using a modified veress needle technique. A 2-cm incision was made in the left upper quadrant. We bluntly dissected down through the subcutaneous tissues to identify the fascia which was elevated with kocher clamps. The veress needle was passed through the anterior and posterior fascia and the peritoneum with palpable clicks. The abdomen was insufflated with co2. The opening pressures were 7 mmhg with good flow. The abdomen distended uniformly. After the abdomen had been distended with co2 to a pressure of 15 mmhg, a 10-mm trocar was placed in the left upper quadrant. We then performed diagnostic laparoscopy. We identified the previous hernia repair at the umbilicus with a small recurrent hernia. There was a second hernia in the epigastric position with omentum herniated into an approximately 5-cm fascial defect. We proceeded to place two 5-mm ports in the left lower quadrant under direct visualization. We then reduced the omentum up in the hernia with a combination of blunt dissection and judicious use of electrocautery and sharp dissection. The hernia sac was carefully incised to allow the hernia to be completely reduced. There was no bowel or visceral contents in the hernia. After the omentum was reduced down, it was carefully explored and examined. There was no bleeding, and it all appeared viable. We then turned our attention to the hernia defect. Using a 22-gauge spinal needle, we defined the boundaries of the hernia. The total area of hernia defect encompassing both the epigastric defect and the previous umbilical defect was 14 cm x 8 cm.¿ ¿ implant size and fixation: ¿we therefore selected a piece of mesh which was 24 x 18 cm. The implant was gore dualmesh plus, catalog #1dlmcp06, batch code 10074370. This was brought to the field. Four sutures were placed at the midpoint of each side. The sutures were 0 gore-tex®. The mesh was then rolled like a cigar and packed into the abdomen through the 10 port. We then proceeded to take down the falciform ligament using a combination of blunt dissection and electrocautery. The peritoneum was scored at the caudal end of the falciform, and the falciform dissected off the anterior abdominal wall. The peritoneum was then scored using electrocautery cranially, and the falciform mobilized off the anterior abdomen wall. The mesh was then unrolled in the abdomen, and held up against the anterior abdominal wall to define its ultimate position. This allowed us to determine the ideal position of the most cranial suture. Of note, the mesh was placed at the long axis and the craniocaudal axis and the short axis, left and right. We also ensured that the coated side of the mesh was going to be opposed to the anterior abdominal wall, and that the coated side of the mesh was going to be opposed to the viscera. Using a gore suture passer, the cranial-most suture was brought out through the anterior abdominal wall. We pulled the mesh up, pulled the stitch up tight, and then pulled the mesh taut in the abdomen to determine the position of the most caudal suture. This was then brought out through a separate stab incision with the gore suture passer. With the craniocaudal axis determined, we then measured the position of the right lateral suture with the cranial and caudal sutures pulled up taut. The suture was brought out through the anterior abdominal wall through a separate stab incision using the gore suture passer. We then determined the pros of the left-hand suture with the other 3 sutures pulled up taut, and this was brought out through the anterior abdominal wall with separate stab incisions using the gore suture passer. When all 4 sutures were pulled up taut, the mesh was well positioned with the center of the mesh over the center of the defect. Both defects were covered with at least 5 cm overlap in all directions. The sutures were tied in place. We then proceeded to tack the mesh in place using a protack and tacks were placed around the circumference of the mesh at 1-cm intervals. Unfortunately, we were unable to tack the left side of the mesh from our left lower quadrant ports. Therefore, two 5 ports were placed on the right side of the abdomen; one in the right lower quadrant and one in the right upper quadrant. These were placed under direct vision, and using these ports, we were able to completely tack the mesh in place. A ring of tacks were [sic] placed again at 1-cm intervals around the periphery of the mesh. A second ring of tacks was placed outside of the hernia defect but inside of the outer ring of tacks. These were placed at a larger interval, about 3 cm. At the conclusion of the procedure, the mesh was well apposed [sic] to the abdominal wall and taut without being tight. We proceeded to carefully examine the omentum that was in the hernia sac. There was excellent hemostasis at the conclusion of the procedure. The remaining 5 ports were removed under direct vision. The 10 port was removed under direct vision using a 5 camera through one of the accessory ports. The abdomen was de-sufflated. The fascial incision from the 10 port in the left upper quadrant was closed with a single figure-of eight of 0 vicryl suture. This was done in an open fashion under direct vision. The skin was closed with a running suture of 4-0 monocryl. Benzoin and steri-strips were used to reinforce this closure. Sterile dressings were applied.¿ ¿ post-operative period: [2 days] ? (B)(6) 2013: ¿had episode of n/v [nausea/vomiting] post-op, better now. Exam: abdomen; s/nd/approp. Ttp [soft/non-distended/appropriately tender to palpation].¿ ¿gastrointestinal; fld [full liquid diet], advance per surg 1.¿ ? (B)(6) 2013: discharge summary: ¿underwent ventral hernia repair, laparoscopic with mesh, with no major issues. On postoperative day #1 she was advance to a clear liquid diet and then advanced further to a regular diet, which she tolerated without issues. Able to ambulate. Pain controlled with intravenous pain medication, switched [sic] to oral pain medication on pod #1. Sent home in stable condition to follow up in surgery clinic in approximately 3 weeks.¿ relevant medical information: ¿ (B)(6) 2013: ¿measured, fitted and instructed in all safe use on abdominal binder.¿ ¿wt [weight] 311 lb. Waist circumference: 52 1/2¿. Issued size x-large; demonstrates understanding.¿ ¿ (B)(6) 2014: CT abdomen/pelvis: ¿large loculated fluid collection immediately posterior to the ventral hernia surgical repair mesh, new since (B)(6) 2013. Likely a seroma, though superimposed infection not excluded. Moderate diverticulosis of sigmoid and distal descending colon, without acute diverticulitis. Several small bowel diverticula.¿ ¿ (B)(6) 2014: ¿visited ER (B)(6) 2014; found to have uti [urinary tract infection]. Had CT a/p [CT abdomen/pelvis]; found large seroma adjacent to mesh (dualmesh, placed (B)(6) 2013). Given no fevers, normal wbc [white blood cell], and no radiologic evidence of an infection, would not recommend draining the post-operative seroma. Dualmesh quite frequently produces seromas such as these, and placing a drain or even percutaneous aspiration has risk of infecting mesh. Seeing in clinic next month.¿ ¿ (B)(6) 2015: ¿s/p [status post] lap [laparoscopic] ventral hernia repair. States since then has been having sharp, shooting [sic] pain in right side that is ¿crippling¿ to her life. No alteration in pain with food or bowel habits; able to tolerate orally, having normal bowel movements. States is depressed all the time, feels like she¿s going to die.¿ ¿abd [abdomen]; soft, tenderness in ruq [right upper quadrant] at port site. No tenderness of left side. Incisions well healed.¿ ¿large postop seroma. Quite depressed; states pain and other things in life almost crippling [sic]. Pain she describes appears neuropathic. Does have large seroma, but on left side; pain mostly on right side. Does not have recurrence of hernia. No concern for infection; would not recommend drainage of seroma at present since attempted aspiration could result in mesh getting infected.¿ ¿ (B)(6) 2015: ¿s/p ventral hernia repair with large post-operative seroma. Reports significant pain, which began at site of ventral hernia repair at time of procedure. Pain started from pain over ventral hernia site right abd (B)(6) 2013. She¿s not sure how it got to the left side. Surgery site feels like it pulls.¿ ¿morbidly obese female w/ptsd and chronic pain. Had chronic low back pain prior to ventral hernia repair, but pain may have changed in quality since then, as she reports back pain associated with ventral hernia repair now known to have fluid collection near the mash [sic]. Despite her association between the two, I cannot reproduce her back pain with palpation over the hernia repair site or find and objective association between the two on exam today. Right quadrant abdominal pain with post-op seroma.¿ ¿ (B)(6) 2015: ¿hernia repair (B)(6) 2013, site is painful and pulls; relieved by medications, abdominal binder (states it need replacing).¿ ¿states has fluid on her stomach.¿ explant preoperative complaints: ¿ (B)(6) 2015: CT abdomen/pelvis: ¿impression: 14.4 x 9.2 cm fluid collection interposed w/ in the slips of the ventral hernia mesh repair w/ out extension into the peritoneum, likely represents postoperative hematoma or seroma.¿ ¿ (B)(6) 2015: percutaneous abscess drainage ? ¿history. Abdominal pain worsened in past several months. Request for percutaneous drainage of the fluid collection.¿ ? ¿findings: large anterior abdominal wall fluid collection w/ out evidence of fistulization. Fluid appeared serosanguinous, consistent w/ chronic hematoma and had a dark brown opaque character to it. 10 cc drained. Schedule appointment in 1 week for drainage catheter evaluation.¿ ? Microbiology culture: ¿no growth¿ ¿ (B)(6) 2015: ¿catheter draining dark brown fluid. Images from the catheter exchange show the catheter tip centered in the mid abdominal fluid collection surrounded by ventral hernia repair mesh.¿ ¿ (B)(6) 2015: ¿pt [patient] reports 100-150 ml output. Findings: catheter draining green fluid w/ solid white component. Plan: prescribed 10-day course of ciprofloxacin...¿ ¿ (B)(6) 2015: ¿pa reports 20-100 ml output per day. Output cloudy. Findings: images from catheter check demonstrate little interval change in size of cavity surrounding ventral hernia mesh. Catheter draining cloudy serous fluid... Pt prescribed 10-day course of ciprofloxacin.¿ ¿ (B)(6) 2015: microbiology, abdominal fluid: ¿abundant polymorphonuclear leukocytes seen. Abundant gram-positive cocci. Moderate gram-positive bacilli.¿ ¿ (B)(6) 2015: ¿catheter drainage purulent fluid.¿ ¿stable collection anterior ventral hernia abscess.¿ ¿ (B)(6) 2015: ¿infection of the prosthetic mesh. Not improved, although she had a drain in place.¿ explant procedure: removal of infected mesh. Repair of colotomy. Hernia repair with biologic mesh. Explant date: (B)(6), 2015 [hospitalization (B)(6), 2015]. ¿ ¿after the abdomen was prepped and draped, a midline incision was made over her old umbilical incision site. It was dissected through the skin and soft tissue until the mesh was incorporated. At this point, we followed this down to the line where the vir drain was placed. Given we had found this area and localized it, we cut the drain and removed it. We made the incision over the entire length of the mesh. We slowly, but surely dissected out the mesh anteriorly from the pre-peritoneum. It was well adherent anteriorly to the pre-peritoneum and the rectus fascia. However, we were able to take it down significantly and lift the fascia up all the way around. We then got around the edges of the mesh and slowly dissected it from the bowel. There was a dense, inflammatory tissue with large amounts of pus from the bowel to the old mesh site. Eventually with slow and tedious dissection, we were able to get the mesh completely removed off the bowel, although there was a large inflammatory rind in the area. There was a small colon injury made while we were doing all of this dissection. Given the dense adhesions and the complexity of the case, this colotomy was unavoidable and was a result of the patient¿s disease. We were then able to get this rind and free it from the bowel, as well. The mesh was sent off as a specimen. The rind was also removed, which was likely a portion of old omentum. We continued and did a lysis of adhesions in this area, and there were no other bowel issues noted. We went back and repaired the colon in two layers, first with vicryl sutures and then with silks in two layers. We then worked to find a place for the mesh. We had to dissect out the anterior skin flaps and to do this, we took the fascia on each side and used cautery to free the skin flaps over top so we could have a good area to close. As we encountered the mesh the first time, we noticed there was some pre-peritoneal fat that herniated laterally and up and above, and actually was above the mesh during our dissection. The omentum had been returned. This, however, was the area of hernia that still needed to be repaired. Otherwise, the midline fascia could come back together. Thus, we took a 16 x 10 strattice mesh. We brought it into the field. It was secured circumferentially 5 cm back from the wound on all sides using interrupted pds sutures. At some points, we used the suture passer to place it through the skin and at other points we placed it through the fascia. At any rate, we were able to completely have it over the entire fascial defect. The fascia came together over the top without undue tension. We closed the fascia with interrupted vicryl sutures. We made sure that we incorporated little bites [sic] of the mesh to ensure that it would decrease the fluid space between these two areas. A drain was then placed in the subcutaneous tissues. It was secured with a nylon suture. The skin was closed with a running vicryl suture. The skin was closed with staples.¿ ? (B)(6) 2015: pathology: ¿fibrous tissue with foreign material and foreign-body giant cell reaction.¿ ¿the specimen is received in a single formalin-filled container labeled [patient¿s name] and "mesh and inflammatory rind." It consists of an 11.5 x 6.9 x 4.8 cm aggregate of multiple tan-white, focally hemorrhagic irregular/ragged fragments of soft tissue with focal areas of attached, yellow, lobulated adipose tissue. Sectioning reveals a white-tan, fibrotic cut surface. Also received in the same container is a 19.5 x 10.1 x 0.2 cm white-tan, striated fragment of synthetic material with circular metallic fragments up to 0.3 x 0.3 cm around the edge.¿ ? (B)(6) 2015: discharge summary: ¿excision of infected mesh and vhr [ventral hernia repair] w/ biological mesh. D/c [discharge] home w/ jp [jackson-pratt] drain in place and return to clinic in 1 week.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial is provided sterile. Procedure and specific patient factors may contribute to or cause infection, leading to contamination or infection of the mesh material. The instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the gore® dualmesh® plus biomaterial instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 10074370. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) : (B)(6) hospital. (B)(6) md. Radiology ¿ CT abdomen and pelvis. Hx: abdominal pain. Impression: 14.4 x 9.2 cm fluid collection interposed w/ in the slips of the ventral hernia mesh repair w/ out extension into the peritoneum, likely represents postoperative hematoma or seroma. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Radiology ¿ percutaneous abscess drainage. Hx: abdominal pain worsened in past several months. Request for percutaneous drainage of the fluid collection. Findings: large anterior abdominal wall fluid collection w/ out evidence of fistulization. Fluid appeared serosanguinous, consistent w/ chronic hematoma and had a dark brown opaque character to it. 10 cc drained. Impression: percutaneous catheter drainage of what may be an old hematoma. Plan: tube should be flushed w/ 10 cc of normal saline once daily. Scheduled appointment in 1 week for drainage catheter evaluation. (B)(6) 2015 (B)(6) hospital. [Ni]. Microbiology. Procedure: aerobic culture, wound and gram stain. Body site: abdominal. Final report: no growth. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Radiology ¿ drainage catheter. Findings: catheter draining dark brown fluid. Images from the catheter exchange show the catheter tip centered in the mid abdominal fluid collection surrounded by ventral hernia repair mesh. Plan: continue to monitor output, f/u 2 weeks. (B)(6) 2015: (B)(6) hospital. (B)(6), md. Radiology ¿ drainage catheter. Hx: pt reports 100-150 cc of output. Findings: catheter draining green fluid w/ solid white component. Plan: prescribed 10-day course of ciprofloxacin, f/u 2 weeks. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Radiology ¿ drainage catheter. Hx: pt reports 20-100 ml output per day. Output cloudy. Findings: images from catheter check demonstrate little interval change in size of cavity surrounding ventral hernia mesh. Catheter draining cloudy serous fluid. Plan: f/u 2 weeks. Pt prescribed 10-day course of ciprofloxacin. (B)(6) 2015: (B)(6) hospital. [Ni]. Microbiology-bacteriology report. Procedure: culture: wound, aerobic, and accession: gram stain. Body site: abdominal. Final: abundant mixed gram-positive microorganisms. Stain: abundant polymorphonuclear leukocytes seen. Abundant gram-positive cocci. Moderate gram-positive bacilli. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Radiology ¿ drainage catheter. Findings: catheter drainage purulent fluid. Impression: stable collection anterior ventral hernia abscess. Plan: continue to monitor output, f/u 2 weeks. (B)(6) 2015: (B)(6) hospital. (B)(6) md. Pathology report. Specimen: mesh and inflammatory rind. Accession #: (B)(6). Diagnosis: soft tissue, hernia repair, excision. Fibrous tissue with foreign material and foreign-body giant cell reaction. History: ventral hernia. Operative procedure: excision of mesh, repair of ventral hernia with placement of biologic mesh and possible bowel resection. Gross description: the specimen is received in a single formalin-filled container labeled (B)(6) and "mesh and inflammatory rind." It consist of an 11.5 x 6.9 x 4.8 cm aggregate of multiple tan-white, focally hemorrhagic irregular/ragged fragments of soft tissue with focal areas of attached, yellow, lobulated adipose tissue. Sectioning reveals a white-tan, fibrotic cut surface. Also received in the same container is a 19.5 x 10.1 x 0.2 cm white-tan, striated fragment of synthetic material with circular metallic fragments up to 0.3 x 0.3 cm around the edge . Labeled a1. Jar 2. (B)(6) 2015: (B)(6) hospital. (B)(6) md/(B)(6) pa. Discharge summary. Dx: ventral hernia. Cc: abscess. Hpi: hx of recurrent ventral hernia w/ mesh complicated by chronic mesh infection. Hospital course: excision of infected mesh and vhr w/ biological mesh. D/c home w/ jp drain in place and return to clinic in 1 week. D/c instructions: do not lift anything over 10-15 pounds until your surgeon says it¿s ok. Jp drain care ¿ change dressing around tube daily. F/u w/ primary care doctor in 1-2 weeks. Records between (B)(6) 2015 and (B)(6) 2018 were not provided. (B)(6) 2018: (B)(6) hospital. (B)(6) md. Office notes. Hpi: slow failure of biologic mesh . Prepared for new hernia operation. Discomfort from hernia and is slowly growing in size. CT a few years ago confirms lower abdominal hernia. Some pain on reducing hernia, remained reducible. Wt 258 lbs, bmi 38.13 . Exam: included reducible midline hernia. CT image findings: ventral hernia. Impression/plan: incisional hernia. Pt to have this fixed now. Bmi is less than 40, dm is under control. Informed of risks and benefits of surgery including use of mesh and risk of infection or bleeding. She understands. Scheduled for component release and repair w/ mesh. F/u 2 weeks after surgery. [Missing records: records for ¿CT a few years ago confirms lower abdominal hernia¿ were not provided.] (B)(6) 2018: (B)(6) hospital. (B)(6) md/(B)(6) md. History and physical. Hpi: s/p infected mesh removal 4 years ago and biologic mesh. New hernia repair at this time. Pmh: constipation, diabetes mellitus. Meds: glucagon, humalog. Wt 252 lbs, bmi 38.32. Exam: included midline hernia. Impression/plan: incisional hernia, abdominal pain, type 2 diabetes, ventral hernia w/ out obstruction or gangrene. Proceed w/ operative repair. (B)(6) 2018: (B)(6) hospital. (B)(6) md. Office notes. Cc: postop f/u. Hpi: 4 weeks postop. Plan: discussed activity restrictions. Provided a return to work note. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The initial reporter's complete address is (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2013, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, mesh removal, additional surgery. Additional event specific information was not provided.